Manufacturer narrative:
(B)(4). The complaint for damaged issue was confirmed in the lab. Baxter received one used set with no cap on spike and no cap on patient connector. During visual inspection, it was found that the spike was broken completely off at base of spike. The assignable cause was undetermined.

Event description:
The doctor reported to baxter an issue of damaged spike on a tranfer set. The doctor stated that the spike got damaged during use and the set had been used for 180 days. There was patient involved but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.